Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set adhesive issues in which infusion set fell off during use and had high blood glucose event which was treated by correction injection via multiple daily injection on (B)(6) 2026.the infusion set was used about one day.